Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: burr device. Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for cutter insertion assessment and visual assessment. During service/repair, it was observed that the bearing was broken and corroded, and the crani drill tip was damaged. It was further determined that the cutter could not be inserted, the craniotome neuro-tip was bent/damaged, and the device had corrosion/rusting/pitting. It was determined that the issue was consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly. (B)(4).

Event description:
It was reported that the burr would not lock on the craniotome device. During in-house engineering evaluation, it was observed that the craniotome neuro-tip was bent/damaged. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.